Manufacturer narrative:
(B)(4). Device was either implanted on (B)(6) 2012 or (B)(6) 2014. Part number: 298.801.01s, lot number: p165795: release to warehouse date: december 16, 2013. Expiration date: october 31, 2018. Manufacturing site is synthes (B)(4) and supplied by pioneer surgical technology. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that due to infection, non-union, and red swollen of left thigh that was draining through small open wound around femur, patient was revised on (B)(6) 2015 to removed hardware from (B)(6) 2012 and (B)(6) 2014. All hardware was removed intact. Patient was treated with possible infection and an antibiotic nail was made by the surgeon and implanted in the medullary canal. Procedure was successfully completed and no surgical delays were reported. Patient will return to operating room at later date, once infection has cleared for revision fixation. Patient/status outcome was reported as fine. This is report 3 of 15 for (B)(4).